Event description:
Differences in patient results were observed between prostate specific antigen (psa) lot 379 and 3rd generation prostate specific antigen (sps) lot 310 on an immulite 2000 instrument. The laboratory typically tests psa, and tests sps for patients with low results or known patients. It is unknown if the results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discrepancy between psa and sps results.

Manufacturer narrative:
Siemens has investigated the incidence of positive bias on immulite 2000 psa assay, and a positive bias of (B)(4) percent relative to who 96/670 has been confirmed. An urgent field safety notice (ufsn) - ufsn 4006 immulite/immulite 2000/immulite 2000 xpi psa positive bias to who 96/670 - was sent to customers in june 2013. The ufsn states that customers are to discontinue use of the product and discard affected kits remaining in their inventory. The cause of the positive bias on the immulite 2000 psa assay is a control system deficiency.

Manufacturer narrative:
The initial MDR 2432235-2012-00372 was filed on (B)(4) 2012. Correction ((B)(4) 2013): the initial MDR indicated that patient gender was female. The patient gender is unknown, and it has been changed to 'no information'. Additional information ((B)(4) 2013): the siemens technical service laboratory (tsl) performed a method comparison study between immulite 2000 prostate specific antigen (psa) and immulite 2000 third generation psa (sps). The conclusion of the study was that the slope obtained in the tsl study was 1.19 with a correlation coefficient of 0.9932, and the slope stated for the method comparison in the immulite 2000 psa instructions for use was 1.16 with a correlation coefficient of 0.992. The difference between the psa and sps results is not attributed to an issue with the methods. The cause of the differences observed is unknown. These reagents are performing according to specifications. No further evaluation of these reagents is required.

Manufacturer narrative:
The cause of the discrepancy between psa lot 379 and sps lot 310 is unknown. Siemens is investigating this issue.